Manufacturer narrative:
Technical support (ts) advised the customer to un-seat port 0 and then boot up the cns with only port 1 hdd. The customer ordered new hdd's.

Event description:
The customer reported that the central nurse's station (cns) displayed hdd port 0 error. According to the customer, the unit displayed the error and will not boot up. There was no patient injury reported.